Event description:
A customer reported that they went to the emergency room and subsequently hospitalized in the intensive care unit with an elevated blood glucose level, value was not provided. Cause was unknown. The customer was treated with intravenous fluids of saline, insulin, and potassium. The customer was released after three days, with no permanent damage and issue resolved.